Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there were no know actions planned to further address the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell which resulted in some high impedances. The impedance results showed the avoid indicator associated with several electrodes. The patient was programmed around those electrodes and was confirmed to be getting effective therapy. No further complications were reported.